Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced a sporadic loss of motor function following an implant procedure on (B)(6) 2021. Surgical intervention took place on (B)(6) 2021 wherein the system was explanted. The sporadic loss of motor function has resolved.